Manufacturer narrative:
Corrections are made in section g3, and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The customer informed the sales representative that they experienced an issue with the size 15 resector on friday, (B)(6) 2026. During a medical procedure, while using it on a patient, two loop explosions occurred. Fortunately, the patient did not suffer any harm. With the first explosion, the bakelite component was not damaged; however, with the second loop used (new), broke. In order to continue with the medical procedure, a third loop was used, which functioned correctly. Therefore, the procedure was completed successfully. Cross reference MDR: 9610617-2026-1191 9610617-2026-1192.